Manufacturer narrative:
Complaint statement (B)(4): received 120pcs 450230/g220333h. Also received 23 loose pieces 450230/unknown. We have no further inventory of the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the claimed error. Customer samples were checked visually and functionally. No deviations were detected. The alleged malfunction cannot be confirmed. The adverse event was originally reported on 10/07/2022 for the manufacturer 1125230. Only when the returned samples were evaluated by the affiliated headquarters, where we purchase the product from, the correct manufacturer could be identified based on the lot number.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. *date of injury: (B)(6)2022. *greiner bio one 22gx1¼ needle. *how injury occurred: completed blood draw, moved to initiate needle safety device, safety needle did not fully engage and needle punctured right index finger. *life threatening? No. *permanent damage? No. *medi/surg intervention? No.